Event description:
A medtronic representative reported the site has a vertek arm and the joints do not lock, while turning the handle of the support arm. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
The vertek was able to lock and release without issue. No problem found. Fully functional did not cause event.